Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred, which resulted in the customer experiencing an elevated blood glucose (bg) level of 600 mg/dl. The customer administered a correction injection to address bg. The customer reloaded the cartridge to resolve the issue.